Manufacturer narrative:
(B(4).

Event description:
It was reported that "balloon was not inflating adequately". As a result the iab was removed, it was not replaced. No patient harm or injury. The patient status is reported as "fine".